Event description:
Additional information was received on 29 mar 2022: on 29 mar 2022, the patient's peg/j tubes were replaced. Duodopa therapy was restarted. Tubing disposition was unknown.

Manufacturer narrative:
Reference number # (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record: (B)(6). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation; therefore a return sample evaluation was not performed. Buried bumper syndrome is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient experienced buried bumper syndrome and a replacement is planned.